Event description:
An (B)(6) year old male with a history significant for coronary artery disease, ischemic cardiomyopathy, and implantable cardioverter-defibrillator (cd) placement in 2006 presented on (B)(6) 2014 for ICD generator change and lead revision /extraction/replacement. There was an acute impedance spike and malfunctioning right ventricular ICD lead (sprint fidelis), consistent with a lead fracture. When the laser was advanced mid-way past the svc coil, the pt suddenly become hypotensive. The transesophageal echocardiography probe revealed a small pericardial effusion and severe cardiac malfunction. Cardiopulmonary resuscitation was initiated; a media sternotomy to locate and repair the svc tear. Adequate hemostasis was unable to be achieved as the entire vessel (svc) appeared to be friable and tearing. After such resuscitative efforts failed to maintain any adequate perfusion or cardiac rhythm, as well as an inability to quickly repair the svc, the pt was expired.